Event description:
Patient contacted animas on (B)(6) 2012 alleging that the buttons (up, down, and contrast button) have become intermittently responsive since (B)(6) and has gotten progressively worse. Patient stated that his boluses have not been counting down. Customer service reviewed bolus history and it revealed a cancelled bolus last night at 9pm. 0u of 10.45 delivered. Patient confirmed that he pressed ok button to confirm bolus. Pump was not counting down due to the alleged button issue. As a result of cancelled bolus patient woke up high this morning at 5:50am with symptoms of nausea and vomiting. Patient gave himself a correction via syringe which lowered his blood glucose. No further clinical information was provided. The alleged issue was not resolved over the phone. Product was replaced and requested back. The complaint is being reported since due to the issue with the with the buttons, the pump did not provide the bolus insulin; therefore, the patient woke up with symptoms suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
Follow-up # 1: (B)(4) 2012, device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: on examination, the keypad was torn near the up arrow button and the audio bolus button was missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button does not respond when pressed. The other keypad buttons respond appropriately when pressed. The keypad cover was removed for investigation and revealed contamination under the contrast button contact. Review of the black box and history revealed one canceled bolus observed in the meter history on (B)(6) 2012 at 9:03 pm, as well as a low cartridge alarm due to insufficient remaining insulin; no other zero unit boluses observed. No activity outside normal use was observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The bolus that was alleged to be due to a keypad malfunction was due to use error on the part of tha patient as the pump emitted a low cartridge alarm to signal to the user that there was not enough insulin in the cartridge to cover the desired bolus and therefore, the bolus was cancelled.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.